Event description:
It was reported to boston scientific corporation that a naviflex rx delivery system was used in the pancreatic duct to treat chronic pancreatitis during a pancreatic duct stent placement procedure performed on (B)(6) 2026. During insertion, when the pull wire was actuated to release the stent, the stent failed to release from the delivery system. The procedure was subsequently discontinued. During the attempt to remove the delivery system and stent, the stent dislodged into the duodenum, and the procedure was cancelled. The patient was hospitalized, however, there were no patient complications as a result of this event.

Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the complaint device lot number. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. We've sent good faith effort attempts to obtain all missing information. If additional details become available, a supplemental report will be submitted. Block h6: imdrf impact code f08 captures the reportable event of prolonged hospitalization. Imdrf impact code f1001 captures the reportable event of aborted/cancelled procedure. Block h11: investigation summary: based on the information available, boston scientific could not confirm the reported events. The complaint device was not returned; therefore, a product analysis could not be performed. Based on the event description and the information provided by the customer, there is no clinical or technical evidence to determine whether the patient's reported symptoms were due to a device malfunction or structural compromise. Device history record review: it was confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Device technical analysis: the device was not returned; therefore, product analysis could not be performed. Risk review: a risk review was completed and confirmed that the event of cancelled/rescheduled - post sedation/sedation unknown and hospitalization or prolonged hospitalization were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.